Event description:
A neonatal patient was given an unmarked syringe from an outside hospital to use for their phenobarbital prescription resulting in a higher than intended dose. Upon arrival to the emergency department, the pharmacist realized that the phenobarbital prescription ran out quicker than expected. (B)(6). Submission ID: (B)(4).